Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr), for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of tissue injury, renal failure, perforation, obstruction/occlusion, vascular dissection, thrombosis, angina, and embolism are listed in the supera instruction for use as known potential patients effects associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the article information, a conclusive cause for the reported tissue injury, respiratory failure, renal failure, perforation, obstruction/occlusion, vascular dissection, thrombosis, and embolism, and the relationship to the product, if any, cannot be determined. Based on the article information, a definitive cause for the reported the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported treatments were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. Literature attachment: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision d". The additional patient effects and devices reported in the pmcf are captured under a separate medwatch report.

Event description:
This is filed to report adverse patient events other than death. It was reported through the pmcf report, that the supera stent may be related to the adverse patient effects of death, pulmonary complications, cardiac complications, renal complications, access site complications, thrombosis, embolization, dissection, perforation, occlusion, unplanned amputation / surgical intervention and re-hospitalization. Details are listed in the attached report, titled post-market clinical follow-up evaluation report peripheral self-expanding stents please see the attached post market clinical follow up evaluation report for specific information.